Event description:
It was reported that the operator accidentally drove the system's cassette holder into the arm accessory. Although the collision avoidance software appeared active to the user on the system console, the avoidance sensor did not in fact activate. The investigation showed that a recent firmware update had disabled the collision avoidance software for movements initiated in manual mode. This update was intended to allow the operator to perform unrestricted system movement. However, it was determined that the user's manuals did not reflect information about the change in this feature. Although this issue occurred during a simulation procedure, there was no reported patient injury.